Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during a primary hip surgery, the distal end of the straight cup inserter of the trilogy set broke at the screw thread and remained stuck in the cup. The cup remains implanted in the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed due to photographs that were received. The instrument was discarded. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.